Event description:
Note: the date of the event is unknown. It was reported to boston scientific corporation on october 24, 2008, that a pinnacle pelvic floor repair kit was used during an anterior and posterior floor repair procedure. Procedure date is unknown. According to the complainant, approximately four months ago, the patient had a pfr procedure. Exactly three months afterwards, she presented with a small amount of vaginal bleeding. Examination revealed a 1-cm mesh exposure in the posterior vaginal wall, with no inflammation or infection. The mesh was trimmed, and the patient is now completely healed. The cause for the exposure is unknown.

Manufacturer narrative:
The complainant was not able to provide the lot number of the suspect device; therefore, the device expiration and manufacture dates are unknown. Since the device remains implanted, and will not be returned, a failure analysis is not available, and the relationship between this device, and the cause of this event is undetermined. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.